Event description:
Hcp reported the catheter broke at the hub connecting to the pump. The catheter was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.